Event description:
It was rpeorted that (1) hc325 was used with luke during a lap chole procedure. It was reported by the rep that the hc325 did not work from the beginning of case and would not beep. The test tip was used with handpiece. The case was completed by cautery. There was no consequence to pt.